Event description:
New information received notes that the lead was explanted.

Event description:
Suspected externalized conductors were observed via review of fluoroscopy. There were no electrical abnormalities or inappropriate therapies noted. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.